Manufacturer narrative:
It was not possible to match these events with any previously reported events. Concomitant product: product ID neu_unknown_cath, lot # unknown, product type catheter. (B)(4).

Event description:
Mantese, b., sinisi, m., couto, j.c., rosenfeld, n., liñeares, j., jaimovich, r. Comparison between programmable pumps and fixed-rate infusion baclofen pumps in children. Child's nervous system. 2014; 30: 1913¿1995(p36). Summary: the objective was to analyze the differences between programmable pumps and fixed-rate baclofen pumps in the treatment of spasticity, pain and dystonia in children. Sixty-nine patients surgically treated between 2002 and 2014 (female: 32p and male: 37). Age range: 6 years ¿ 63 years (adults 7 cases). Twenty-eight fixed-rate pumps and 41 programmable pumps were implanted, respectively. Eighty-six surgical procedures were performed. Twenty-four pumps were changed. From the 69 patients, two male twins had palizaeus-merzbacher disease. They were physically assessed on articular movement range, muscle strength, selective motor control using neurological tests, tardieu rating scale (r1-r2), ashworth scale, rotational alignment, gmcs (gross motor classification system) and emg (electromyogram) h reflex. All the implanted patients had gmfcs levels IV and v. The authors concluded that fixed-rate infusion pumps are the best option for children due to their small size. Using fixed-rate pumps with the same amount of doses, better clinical results can be achieved in patients with spasticity dystonia and pain. Fixed-rate pumps are more durable and efficient; their cost is lower in the long run. The refill of these pumps must be performed by an experienced physician for a better follow up of the patient. Reported events: ten patients suffered complications including catheter displacement, pump rotation, and granuloma.